Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329; product lot number: 0013151994; product type: 0195-heart valves; implant date: non-implantable device product ID: l-evolutfx-2329; product lot number: unknown; product type: 0195-heart valves; implant date: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received with a valve loaded within the capsule. The device was received with the handle fully closed and the nosecone was over-captured by the capsule. Delamination was observed over the nitinol reinforcing frame of the capsule. The capsule appeared buckled. A bend was evident to the catheter shaft. The device was received with the locking collar still loaded. The locking collar was successfully removed from the device. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. On retraction of the capsule via the rotation of the actuator, the valve deployed as expected with an infold noted. An in-house evfxplus-29 valve was successfully loaded onto the dcs. After the successful loading of the valve onto the catheter there was no evidence of a misload on the capsule. There was no evidence of a buckled capsule. The in-house valve was deployed with no issues noted. Multiple flattened areas were observed on the inner member. Damage observed on the threading of the screw gear. No other deformation evident to the remainder of the device. The reported event misload could be confirmed through analysis. The reported event buckled capsule could be confirmed through analysis. The reported event difficult to close could not be confirmed through analysis. The reported event difficult to load could not be confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during loading of a transcatheter aortic valve, the capsule of the dcs did not close, two grooves were visible in the area of the paddle attachment box, and the dcs flexed more than usual and seemed to be under stress. The valve was loaded byan experienced valve loader, and there were no difficulties during the initial three quarters of the loading procedure. All components were exchanged. No patient complications were reported as a result of this event. Additional information was received that a procedural delay occurred in result of the capsule issue.

Manufacturer narrative:
Updated data: d9 h2 h3 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned to the galway return product analysis (rpa) lab loaded within the capsule of the delivery system. The galway rpa lab deployed the valve, during which an infold was observed and documented in the product analysis for the delivery system. Following deployment, the valve was forwarded to the santa ana rpa lab. Upon receipt, the valve was received inside a heart valve return kit jar, fully submerged in clear 0.2% glutaraldehyde solution. The device was received in a crimped configuration, with the inflow aspect displaying a reniform (kidney-shaped) appearance. As received, all leaflets were in a partially open position. Leaflets were stiff at receipt, resulting in incomplete coaptation. All leaflets appeared dehydrated and stiff. Deep creases and frame imprints were present across the leaflet surfaces, indicating that the valve had remained in a crimped or compressed configuration for an extended period. All commissures appeared intact. All sutures appeared intact. The valve was submerged in a warm saline bath (approximately 37°celsius). Upon exposure, the frame expanded, resulting in resolution of the reniform inflow deformation observed at the inflow. The infold identified during the deployment of the valve by the galway rpa lab appeared to resolve following warm saline submersion. No damage, such as bends or kinks, was observed on the frame following warm saline submersion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.